Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated, and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Attempted to reprogram sensor however an error occurred and the error prevented the returned patch from being reprogrammed. An extended investigation was performed. Attempted to reprogrammed and extracted the data from the returned puck however the puck was unable to scan/reprogrammed. Visual inspection was performed on the puck triangle area and slight contamination was observed. The returned puck was de-cased and contamination was observed. Cleaned the contamination and attempted scanning/reprogram the puck however the puck was still unable to scan. An extended investigation was performed and no issues were observed. Attempted to extract data from the returned puck and observed device is not compatible error message. This error or interruption occurs during the reprogramming process. The sensor is bricked. Therefore no further investigation can be conducted for this particular complaint. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been retuned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.